Event description:
It was reported there was indication of oversensing, via holter monitor recording. Review of device data showed intermittent drops in pacing impedance, consistent with insulation breach. It was also reported the patient had received inappropriate therapy "in the past" but it was not known if it was related to this issue.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There was also bi/multi-lumen tubing voids indicating a breach of the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data from the ICD device shows the ventricular pace impedance measurement was in the 400 - 500 ohm range throughout the record with the exception of three minimum readings that ranged from 272 - 368 ohms. The lifetime ventricular sensing integrity counter is 3210 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported there was indication of oversensing, via holter monitor recording. Review of device data showed intermittent drops in pacing impedance, consistent with insulation breach. It was also reported the patient had received inappropriate therapy "in the past" but it was not known if it was related to this issue. At a later date, the patient reported that the lead had fractured and was "turned off". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data from the ICD device shows the ventricular pace impedance measurement was in the 400 - 500 ohm range throughout the record with the exception of three minimum readings that ranged from 272 - 368 ohms. The lifetime ventricular sensing integrity counter is 3210 and all counts occurred since (B)(6) 2009. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was later reported that device interrogation revealed that the inappropriate therapy had been caused by the rv lead t wave oversensing (twos). The previously inactivated lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.